Event description:
Bear ventilator 1000 did not deliver breaths to an intubated pt. The ventilator settings were rate 12, tidal volume 700 and an f102 40%. Staff noted: 1) nebulizer on ventilator came out spontaneously. 2) display light flickered on and off. 3) the ventilator did not deliver breaths. At teh time of the occurrence no adverse effect to pt. Error code e 10 was found. It was necessary to replace epi pc board and flow pc board.